Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/04/2025, a sales representative reported via email that during an ecu procedure on 05/27/2025, an issue occurred involving an ar-8998t nano swivelock anchor. As the physician was inserting the anchor into the pre-drilled bone socket, one of the fork tip tines broke off. All broken fragments were successfully removed, and no further complications were reported. Additional information received on 6/19/2025: all fragments were successfully retrieved. To complete the case, a new ar-8998t nano swivelock anchor was opened and used. The issue caused a minor surgical delay of approximately 2 minutes. No additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.